Manufacturer narrative:
An event regarding infection involving a trident 0 deg x3 insert 32mm head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had liner exchanged due to infection.

Event description:
It was reported that the patient had liner exchanged due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: citation tmzf ha short size#5r; cat # 6265-5215; lot# 29432001. C-taper cocr lfit head 32mm/+5; cat# 06-3205; lot# mlphpr. Primary tritanium hemi cluster hole cup 50mm; cat# 502-03-50d; lot# mmk645. Secur-fit max 132 hip stem #8; cat# 6051-0830s; lot# mmjndm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.